Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to a reading obtained on a competitor brand meter. Customer reported they were not feeling well and experienced feeling "seasickness" and a seizure so they tested and obtained a scan result of 56 mg/dl on the sensor and subsequently drank juice. "After a while", customer scanned again and obtained a result of 45 mg/dl followed by a reading of 340 mg/dl obtained on a competitor brand device. Customer felt "dizzy and afraid" so they self-presented to a local hospital where a reading of 355 mg/dl was obtained on the hcp meter within 10 minutes of the previous sensor scan result of 45 mg/dl. Customer was diagnosed with hyperglycemia and injected with 3 units of "short-acting insulin". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to a reading obtained on a competitor brand meter. Customer reported they were not feeling well and experienced feeling "seasickness" and a seizure so they tested and obtained a scan result of 56 mg/dl on the sensor and subsequently drank juice. "After a while", customer scanned again and obtained a result of 45 mg/dl followed by a reading of 340 mg/dl obtained on a competitor brand device. Customer felt "dizzy and afraid" so they self-presented to a local hospital where a reading of 355 mg/dl was obtained on the hcp meter within 10 minutes of the previous sensor scan result of 45 mg/dl. Customer was diagnosed with hyperglycemia and injected with 3 units of "short-acting insulin". There was no report of death, serious injury, or mistreatment associated with this event.